Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported rupture was confirmed. There was no damage noted to the balloon catheter prior to preparation or leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible that the device was inadvertently mishandled after preparation or during advancement and interacted with another surface and subsequently the balloon and inner member became damaged (torn). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue, guide catheter: hyperion 6fr. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous, moderately calcified, 90% stenosed mid left anterior descending (lad) coronary artery. A 2.50 x 12 mm nc tenku balloon dilatation catheter (bdc) was selected for per-dilatation. The bdc was advanced without resistance to the lesion and on the first inflation attempt the balloon ruptured as evidenced by contrast leaking from the balloon. The physician speculated that the balloon had already ruptured before the inflation attempt. A non-abbott bdc was used to complete the pre-dilatation and the procedure was successfully completed with the implant of a xience stent. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.